Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 559 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their dog chewed on the set's tubing. The customer sent the insulin pump back for analysis.

Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and broken reservoir tube lip.